Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The pump was also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads, corroded lcd board and motherboard noted during visual inspection. No unexpected restart alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 76 mg/dl. Troubleshooting was not performed. The device was returned for analysis.